Event description:
It was reported during a case, the driver tip became damaged while attempting to implant the screws (while putting the caps on).

Manufacturer narrative:
Based on the investigation and the condition of the returned instruments, the event is most consistent with use-related damage. The twisted driver tips indicate the application of excessive torque or misalignment during screw implantation while seating the caps. No manufacturing defect or material anomaly was identified. The batch record 1902432 was compliant, and no systemic issue was detected. The event is therefore attributed to procedural handling during surgery, not to a device non conformity.

Event description:
It was reported during a case, the driver tip became damaged while attempting to implant the screws (while putting the caps on).